Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during surgery.

Manufacturer narrative:
Alleged failure: during a procedure there was a complete loss of pressure. They grabbed another insufflator that was in the room and had it setup within less than a minute. The replacement insufflator wouldn't build pressure. Biomed has tested the devices and found one fault during the "pressure monitoring test in high flow operating mode" test. The units would show overpressure then within less than a second show occlusion. Additional information confirmed that the replacement insufflator would not build pressure initially, but eventually worked and was used to complete the procedure successfully. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the event details could not be confirmed. However, the unit is past due for calibration and preventative maintenance and the sinter filter of the gas adapter is dirty. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during surgery.